Event description:
A lead extraction procedure commenced to remove a right atrial (ra), an abandoned right ventricular (rv) and an active rv lead due to the patient's ejection fraction improving/system no longer necessary and patient wanted it removed. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 14f glidelight laser sheath, the physician attempted to extract the active rv lead first. The device advanced, just entering the ra. The patient's blood pressure dropped. Rescue efforts began, first by using contrast to attempt to identify the issue. Fluoroscopy revealed the rv apex had prolapsed and the physician suspected an rv apex avulsion (rv lead had released from the rv apex and was removed). A pericardiocentesis was performed, but no blood was withdrawn. CPR, bypass and sternotomy followed. A superior vena cava (svc) perforation was discovered and was successfully repaired (MDR #1721279-2022-00079). The remaining rv and ra leads and llds within, were cut and capped and remained in the patient (1721279-2022-00081 (ra)). The physician did not attempt to unlock the lld's prior to cutting and capping them within the leads. The patient survived the procedure. This report captures the lld present in the rv lead when it was cut, capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Relevant tests/laboratory data unk. A portion of the device remained in the lead within the patient, and a portion was discarded, thus no investigation could be completed. In the spectranetics IFU, it warns to not abandon a lead in a patient with an lld still inside the lead; severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device. The physician did not attempt to unlock the llds from the ra and rv leads prior to cutting and capping them.